Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Last night she started getting multiple threshold suspends. The customer¿s blood glucose was 143-146 mg/dl mg/dl and the sensor glucose was 70 mg/dl at the time of the incident. Customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Sensor has been in use less than or equal to 3 days and stated that the sensor is not going to recover. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed per specifications.